Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was used during a ureteroscopy for laser lithotripsy of kidney stones procedure in the kidney performed on (B)(6) 2014. According to the complainant, during the procedure, the tip of the laser fiber broke off inside the patient. The ureter was flushed copiously and fluoroscopy revealed no broken fragments of the laser fiber tip left inside the patient. The physician continued using the laser fiber with the remaining tip to complete the procedure. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Reported event of fiber tip detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was used during a ureteroscopy for laser lithotripsy of kidney stones procedure in the kidney performed on (B)(6) 2014. According to the complainant, during the procedure, the tip of the laser fiber broke off inside the patient. The ureter was flushed copiously and fluoroscopy revealed no broken fragments of the laser fiber tip left inside the patient. The physician continued using the laser fiber with the remaining tip to complete the procedure. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted